Event description:
A peritoneal dialysis (pd) patient experienced hyperpyrexia and was diagnosed with peritonitis. The cause of the peritonitis was not reported. It was reported that the patient "went to the hospital" but unknown if the patient was admitted. It was reported that the patient received unspecified "treatment with infusion" for the event. Patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.